Event description:
High left ventricular lead thresholds. Atrial undersensing which does not appear to impact device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).